Manufacturer narrative:
Continuation of concomitant: d334trg ICD, implanted: (B)(6) 2014.

Event description:
It was reported that a remote transmission noted atrial undersensing on current and stored electrograms. There was possible under detection of atrial arrhythmia due to low p-wave measurement. There was also a possible inappropriate shock for rapid ventricular response due to atrial tachycardia/atrial fibrillation. The lead and device remain in use. No patient complications have been reported as a result of this event.